Event description:
The customer reported to olympus, during an endoscopic retrograde cholangiopancreatography to remove a stent, the distal end cover fell off the endoscope. The missing cap was identified upon withdrawal of the endoscope from the patient. The physician re-inserted the endoscope to look for the distal cover but was unable to locate it. The staff looked on the floor and in the patient's bed and linens and still could not find it. A fluoroscopy image was attempted but the facility determined it would not work. A full CT scan was performed and the cover was not located in the patient. The physician looked for the distal cover for approximately 18 minutes after the procedure was successfully completed. The procedure was delayed 30 minutes due to this issue. The patient was admitted to the ICU for monitoring. After 24 hours of observation, the distal cover was not found and the patient was reported as 'doing fine' and discharged from the hospital. Additional devices used during the procedure: visiglide wire and cre dilation balloon. The facility also reported the patient had a tight stricture and kept biting down on the bite block. The box of distal covers with the same lot number was removed from use. This event includes 2 reports: patient identifier (B)(6): maj-2315, (B)(4). Patient identifier (B)(6): tjf-q190v, (B)(4). This is report 2 of 2 for patient identifier (B)(4): tjf-q190v, (B)(4).